Event description:
Information received from the field notes that the patient had chronic atrial fibrillation and complained of weakness and chest pains with elevated pacing rates of 100-110 ppm. Since the intial implant, it had been difficult to program visit, again there was great difficulty in programming the rate responsive sensor. Several attempts at reprogramming the device were made without success.~~~~